Event description:
It was reported that the patient had a break in aseptic technique further described as patient made a mistake and touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On an unreported date, the patient was hospitalized for this event. The patient was treated with unspecified antibiotic (route, dose and frequency not reported). On an unreported date, last year, the patient recovered from peritonitis. It was not reported if the patient was retrained on proper aseptic techniques. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.